Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal injections of vancomycin (2 grams immediately and repeated every third day) and amikacin (250 mg, frequency and route not reported). The action taken with pd therapy was unknown. During the follow up, it was reported that the patient was recovering from the reported event and continued the antibiotic treatment. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.